Event description:
The customer's mother reported a blank display. Troubleshooting was performed, and the display returned, then went blank again. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.